Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the converted to another system to complete the procedure. There was no injury to the patient and the procedure was a right hemicolectomy. Isi received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) 1 was analyzed and found in system logs, the 23138 error was found indicating a hall edge to edge fault; confirming the fault occurred in the field. The reported 32100 error was not confirmed or replicated. In artemis, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chipencoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified. The universal surgical manipulator (usm) 2 was analyzed and found in system logs, the 32100 error was found indicating hardware fault on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the axes controller arm (aca) was inspected, and no faults could be identified. The complaint regarding repeated faults was confirmed by failure analysis. The probable root cause is attributed to the yaw motor module and the aca.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 1 and 2 to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that while rolling in the patient side cart (psc), recoverable fault #32100 occurred and was not resolved by a power cycle of the system. Tse confirmed this error on arm 2 through the logs and advised performing a hard power cycle of the psc; however, this action did not resolve the issue, and error 23138 subsequently occurred on arm 1. Both errors indicated issues related to universal surgical manipulator (usm) 1 and usm 2. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The probable root cause of the repeated recoverable error is the yaw motor module within the universal surgical manipulator (usm).

Event description:
Refer to h11 for follow-up information.